Event description:
It was reported that the needle pierced through the insyte autog bc wing pnk 20ga x 1.0in catheter during use. The following information was provided by the initial reporter: "after intravenous (IV) catheter was inserted, the nurse validated blood return upon IV placement. As the nurse was attempting to advance the IV catheter, there was a noticeable resistance upon entry into the vein. The nurse was unable to place the IV as the vein was punctured. After removing the IV catheter, the nurse assessed the needle and noticed that it had punctured through the side of the plastic tube of the IV catheter."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle pierced through the insyte autog bc wing pnk 20ga x 1.0in catheter during use. The following information was provided by the initial reporter: "after intravenous (IV) catheter was inserted, the nurse validated blood return upon IV placement. As the nurse was attempting to advance the IV catheter, there was a noticeable resistance upon entry into the vein. The nurse was unable to place the IV as the vein was punctured. After removing the IV catheter, the nurse assessed the needle and noticed that it had punctured through the side of the plastic tube of the IV catheter."